Event description:
It was reported that after the guidewire was inserted into the coronary sinus, the lead could not be tracked over the guidewire. The lead was replaced.

Manufacturer narrative:
Analysis was normal.